Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging thermal issues with the device. The patient alleges difficulty breath and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following sections were corrected: g7 report type was initially reported as 5 day. Corrected report type is 30-day. This event is under investigation. A supplemental report will be submitted upon receiving additional information.